Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the error code 211.2000 reported was confirmed during the log review, and it could be replicated during the laboratory testing. Error code 210.5020 reported could not be confirmed or replicated during the log analysis or laboratory testing. Internal inspection identified corrosion on the underside of the display board assembly, primarily at the j3 and j4 connectors. External inspection found the membrane frame yellow colored. This finding was noted as incidental and it is not related to the issue reported. A review of the pump error logs showed the error code 210.2040.5 (communication unexpected response failure) multiple times on (B)(6) 2026 from 9:54 am to 10:09 am. And the error code 211.2000.0 occurred once at 9:54 am. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, or programming parameters. The suspect pump module was connected to a pcu s/n: (B)(6) and powered on three (3) times: at 09:54 am, 10:07 am, and 10:08 am. During each power-up attempt, the pump module generated a channel malfunction alarm, and no infusions were initiated. A functional test was performed on the suspect pump module in the ¿as received¿ condition. The suspect device was attached to a dchu laboratory pcu and it was powered on; during the boot sequence there were no irregularities observed. An infusion test was performed for 24 hours, and the suspect pump module did not display error codes or any alarm. An additional test was performed by isolating the j3 and j4 connectors from the display board; after multiple door open/close cycles, only error code 211.2000 was successfully replicated. The bd alaris technical service manual for pump module states in troubleshooting table error codes section the error code 211.2000 is about keypad processor communications; the explanation is an unspecified communication error occurs. The response should be replacing the logic board. And the error code 210.2040 is about the keypad processor; the explanation is a response message is received when it is not expected. The response should be replacing the logic board. The use of chemicals that can damage the surface of the instrument and failure to follow the bd alaris and alaris product cleaning procedures and the cleaning solution manufacturer's recommended dilutions can result in an instrument malfunction or product damage. Certain chemicals can damage the surfaces of the instrument. Refer to the following website for a list of chemicals that should not be used: www.carefusion.com/alarissystemcleaning. The device was reported to have no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had 210.5020 and 211.2000. There was no patient involvement.